Manufacturer narrative:
The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests that a leak was observed from the upper joint adaptor during a chemotherapy infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
No product was returned for investigation by the customer. The customer provided a photograph for investigation; in this instance inspection of the photograph appears to indicate that the leakage occurred from the silicone tubing at the shoulder of the upper pumping segment component. The root cause was not identified.